Manufacturer narrative:
(B)(4). The lot was manufactured september 04, 2015 ¿ september 05, 2015. The device was received for evaluation. Visual inspection noted that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock end of a clearlink system set was separated from the tubing. The reporter stated that the product was broken while still in the package. There was no patient involvement. No additional information is available.